Event description:
It was reported that the customer passed away due to diabetes complications, kidney failure, cardio pulmonary arrest, end stages of renal disease and coronary artery disease. It was stated that she was at her appointment with her optometrist prior to her death. The doctor noticed that the customer was under stress, and called the paramedics. The customer was then taken to the emergency room. The customer was wearing the insulin pump when she arrived at the hospital at 3:00pm, but it was suspended at 3:09pm. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.